Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile examination of the device revealed that the stent was crimped in the correct location on the balloon, however the stent had moved forward distally. Two of the stent struts on the proximal end of the stent were raised. No other damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a stent placement procedure, stent damage occurred. The 85% stenosed lesion was located in the non-calcified and non-tortuous right superior femoral artery. The physician attempted to cross the lesion with the 6.0x30x75cm express biliary ld premounted stent system, however, the attempt was unsuccessful. When the express biliary was removed from the patient it was noted that the stent edge was bent. The physician used a different device to successfully complete the procedure. No patient complications were listed and the patient's status was report as 'good'.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a stent placement procedure, stent damage occurred. The 85% stenosed lesion was located in the non-calcified and non-tortuous right superior femoral artery. The physician attempted to cross the lesion with the 6.0x30x75cm express biliary ld premounted stent system, however, the attempt was unsuccessful. When the express biliary was removed from the patient it was noted that the stent edge was bent. The physician used a different device to successfully complete the procedure. No patient complications were listed and the patient's status was report as 'good'.